Event description:
It was reported that a non critical alarm was heard, not confirmed by telemetry. When initially reported, no symptoms were noted. Subsequently, a change in therapy effect was reported with the following symptoms: underdose, withdrawal, increased baseline spasticity, lethargy and pruritus. The patient had itching over his head, back and chest. The event occurred during a normal refill cycle. A non-critical alarm was heard. The patient's mother had to "ice the patient's head" to ease the itching symptoms. The patient was taken to the emergency room and admitted to the hospital for 2 days. Volume discrepancies had not been checked. A dye study was performed, a therapeutic bolus was given with no response. At the time of this report the patient was at home in fair condition. It was later reported that the patient had several "good days"; then had sleepless night last night due to increase in tone. It was believed that the itching had decreased due to oral baclofen. The patient planned to have a pump refill on this date. The patient's symptoms began approximately three weeks ago; the pump was refilled every three weeks. The patient hears beeping and then experiences withdrawal symptoms intermittently. There were no alarms at the time of this subsequent report. Reservoir volumes measured equally. A roller study was performed; no problem found. The pump event logs were normal. Another therapeutic bolus was administered with "a response to the bolus".